Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
The pt's vns implanting physician reported that their pt's system diagnostic test at implant yielded 4500 ohms. It was additionally reported that he had irrigated the nerve and noticed that the nerve was relatively more stripped than usual possibly related to the pt's age. The pt was seen for follow up in clinic after surgery and subsequent testing showed 7000 ohms. The pt's neurologist discussed the findings with the surgeon and they decided to do nothing about it at that time. Then the pt was seen on (B) (6) 2009 again and the impedance was 5563 ohms. Two weeks later it was 6000 ohms. On (B) (6) 2009 it was >10,000 ohms, low output, high impedance, current delivered=0.25ma, eri=8 yrs. It was recommended to have the vns programmed off and at this time good faith attempts are being made to see if any plans are made for the pt's contributed therapy and to determine the cause of the high lead impedance.